Manufacturer narrative:
Device evaluated by manufacturer: the visual inspection reveals the wire fractured in two. The two segments were submitted to the analytical lab for scan electron microscope (sem) analysis. Fracture occurred in a torsional overload direction as a result of burr induced circumferential surface wear thus reducing the wire cross-sectional area. Based on the sem results the entire wire was received for analysis and there are no missing segments of the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The directions for use under warnings states "do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire." The root cause of the reported complaint has been determined to be user error. (B)(4).

Event description:
Same case as 2134265-2010-02404. It was reported that during prep for a rotational coronary atherectomy procedure, a wire fracture occurred. The lesion was located in the proximal to mid left anterior descending (lad) artery. The 1.5mm rotalink device was being loaded onto the 325cm rotawire floppy and advanced proximal to the y-connector. At this time a rotational test of the device was attempted, but the device refused to achieve optimal use rpm's. The physician stepped off the foot pedal to attempt the rotational test a second time. After approximately 15 - 20 seconds, it smelled as if something had been "burnt". Upon checking the device, it was realized that the rotawire was fractured. The physician commented there was no resistance encountered during loading the rotablator along the rotawire. Flush was maintained throughout the rotational test. The procedure was completed with another rotalink plus and rotawire floppy. No patient complications occurred. The patient status was good.

Event description:
Same case as 2134265-2010-02404. It was reported that during prep for a rotational coronary atherectomy procedure, a wire fracture occurred. The lesion was located in the proximal to mid left anterior descending (lad) artery. The 1.5mm rotalink device was being loaded onto the 325cm rotawire floppy and advanced proximal to the y-connector. At this time a rotational test of the device was attempted, but the device refused to achieve optimal use rpm's. The physician stepped off the foot pedal to attempt the rotational test a second time. After approximately 15 - 20 seconds, it smelled as if something had been "burnt". Upon checking the device, it was realized that the rotawire was fractured. The physician commented there was no resistance encountered during loading the rotablator along the rotawire. Flush was maintained throughout the rotational test. The procedure was completed with another rotalink plus and rotawire floppy. No patient complications occurred. The patient status was good.

Manufacturer narrative:
Eighteen years or older. (B)(4).